Manufacturer narrative:
Results: the pet lock on the proximal end of the pusher assembly was intact. The embolization coil was intact on its pusher assembly and the distal detachment tip (ddt) was intact on the pusher assembly. The returned foreign object was identified as the ddt of another smart coil pusher assembly . Conclusions: evaluation of the returned smart coil revealed a fully functional device . The reported complaint of a foreign object was confirmed. The foreign object was identified as the ddt of a smart coil device. A smart coil was used prior in the procedure and it is possible this was a piece of that smart coil. The root cause of the reported complaint was unable to be determined. Penumbra coils are 100% visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery- posterior communicating artery (ic-pc) using penumbra smart coils (smart coils). During the procedure, the physician placed two non-penumbra coils and one smart coil in the target vessel using a non-penumbra microcatheter. Upon opening a new smart coil, the physician noticed a three centimeters foreign object when removing the smart coil pusher assembly from the dispenser hoop; therefore, the smart coil was not used in the procedure. The procedure was completed using another smart coil. There was no adverse effect to the patient.